Event description:
It was reported that the right atrial lead showed high bipolar and unipolar impedance measurements. The lead remains in use and is being followed closely. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.